Manufacturer narrative:
The 3191 code was utilized due to the surgery that occurred. It was noted that the lead was not available for return, as it had been retained by the explanting hospital. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was exhibiting pacing impedance measurements greater than 2000 ohms and elevated threshold measurements. A revision procedure was attempted; however, the vein was occluded on the left subclavian and lead replacement was abandoned. No additional adverse patient effects were reported. Additional information was received which reported that the lead dislodged and was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead was exhibiting pacing impedance measurements greater than 2000 ohms and elevated threshold measurements. A revision procedure was attempted; however, the vein was occluded on the left subclavian and lead replacement was abandoned. No additional adverse patient effects were reported.